Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain in her left rib cage. X-rays revealed the scs lead had migrated. The lead was explanted and replaced which resolved the issue.